Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Analysis of the lead found the conductors of the lead body were broken. The anchor site was unknown. The #0-7 conductor wires were broken 30.1 cm from the proximal end. The #8, 10, 13, and 15 conductor wires were broken 30.4 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported a lead disconnection that occurred during normal use. The consumer felt the stimulation, but over time the consumer could no longer feel it/it was off. An x-ray was done and an impedance check found that the connection between some electrodes worked and the used electrodes did not work. When the pocket was opened to check for disconnection at the battery and "what that notes some was broken at lead." The representative clarified there was no disconnection at the pocket, but in the other end just around the area where the lead was coming out from the epidural they could see some of the lead was broken inside. The consumer did not have any falls or anything. The cause was not determined and there was nothing to see on the x-rays. The lead was replaced with another lead, and the issue was noted as resolved at the time of the report. The consumer's medical history included chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.